Event description:
The entire device was removed from the pt due to urethral erosion. Additional info received on 8/3/1998 indicates only the pump and cylinders removed from the pt, the reservoir was left in place.